Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: scratches on the m.blue housing. Colored peritoneal catheter . Peritoneal catheter connected a piece of catheter with a third- party connector. Permeability test: the test showed that the m.blue and the peritoneal catheter are permeable. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 11.35 cmh2o. This is within the specified tolerance of 10 cmh2o ± 3 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 16 cmh2o in the vertical position, a pressure of 16 +6/ -12 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue had a pressure of 13.50 cmh2o. This is within the specified tolerance of 16 +6/ -12 cmh2o. Adjustability test: the m.blue was found to be not adjustable to specifications. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valves, deposits were found in m.blue. Results: based on our investigation results, we have determined that there was a non- adjustability of the valve at the time of our investigation. Detected deposits were the cause of the non- adjustability. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue (part # fx812t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be difficult to adjust and operate in over-drainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 72 years. Height: 170 centimeters (cm). Weight: 65 kilograms (kg). Gender: female.